Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, the patient presented with ataxia. Patient is status post anterior cervical fusion in the interval from c6-c7. Imaging studies indicated "status post interval anterior cervical fusion at c6-c7. Blooming artifact limits evaluation of the canal at these levels. However, there is stable alignment and no evidence of limiting canal or neuroloraminal stenosis at any level. Stable small annular tear at c5-c6." On (B)(6) 2011, a CT scan of the lumbar spine was reviewed by me showing postoperative changes with a disk bulge at l2-3. On (B)(6) 2011, a MRI of the lumbar spine shows postoperative changes at l5-s1 on (B)(6) 2011, a CT scan shows good placement of the graft and question of a small degree of osteophytes in the lateral recess. Stenosis at 4-5 on the right. On (B)(6) 2011, an MRI of the lumbar spine as well as CT scan shows postoperative changes and probable good fusion at the la-s level. On (B)(6) 2011, previous emg was unremarkable. On (B)(6) 2011, the patient presented with right leg pain and was diagnosed with lumbar degenerative disc, and underwent revision of screw at l4-l5, l5-s1. The surgeon drilled down bone overgrowth. No complications were noted. On (B)(6) 2011, x-rays show good placement of hardware and graft. On (B)(6) 2012, the patient presented for an office visit. Per the physician's notes, the patient "continues to have severe lower back pain which radiates into buttock and right groin and right anterior thigh. Physical exam, nothing unusual found. Patient given medication and told to return in one month." On (B)(6) 2012, the patient presented for an office visit. Per the physician's notes, the patient "fell twice and is having worse pain. Oxycontin was increased. Will return in 11 days." On (B)(6) 2012, an MRI lumbar spine indicated "the right l4-ls pedicle screw/rod hardware has been removed. There is a wide right hemilaminectomy defect. Stable positioning of the left-sided pedicle screw/rod hardware and interbody fusion plug. L3-l4: stable mild paracentral/lateral disc osteophyte components. L2-l3 and l 1-l2: stable mild disc osteophyte components. Ls-s1: stable mild concentric disc osteophyte components." On (B)(6) 2012, the patient presented for an office visit for ongoing pain management on (B)(6) 2012, the patient underwent steroid injections. On (B)(6) 2013, an MRI of the lumbar spine indicated l 1-l2: there is a small circumferential disc osteophyte complex which has no significant effect on the spinal canal or neural foramina. L2-l3: there is a small circumferential disc osteophyte complex which has no significant effect on the spinal canal or neural foramina. L3-l4: there are small marginal osteophytes which slightly impinge on the lateral recesses. There is no evidence of spinal or neural foraminal stenosis."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent posterolateral lumbar fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. Reportedly, he was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, i.e., in the lateral gutters. Allegedly, the patient's "post-operative period was marked by a period of improvement, followed by progressively worsening lower back pain and radicular pain into this right buttock, groin, testicle, and leg." The patient underwent revision surgery on (B)(6) 2011, due to severe pain and symptoms. Reportedly, the patient "continues to experience constant and severe low back and leg pain, and weakness and spasms in his right leg causing frequent falls. The patient uses a cane to assist in ambulation and requires a pain pump and monthly injections. He is severely depressed due to his pain, and now requires anti-depressant medication."